Event description:
Initial reporter indicated to MFR consultant that their handheld computer would not hold a charge. MFR is pending receipt of the product for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.